Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of suspected pump thrombus. Additional information was requested, but not yet provided.